Event description:
Revision surgery - the patient's polyethylene cracked and was found during an x-ray. The pt expressed pain and instability. The size 2 x 9mm insert was removed.

Manufacturer narrative:
On (B)(6) 2012, it was reported by an agent that a revision surgery took place after the polyethylene cracked, which was discovered by x-ray. The outcomes attributed to this event are required intervention to prevent permanent impairment/damage. There was no information in this complaint about patient age, weight, activity level, general health condition, and history of trauma. There was no delay in surgery and another suitable device was available for use. The device was returned to djo surgical for examination. The returned parts were visually examined and photographed. Visual inspection for the poly liner shows there is significant wear on the face close by the area of the part and lot number engraving and the part is heavily damaged. The posterior undercut tangs are deformed and flattened. There is a large u shape area where the poly material has been removed around the attachment screw thru-hole. Plastic material has been smeared across the backside central screw opening. There is an area of abrasion at the base of the anterior post suggesting impingement with the femoral post. There is a small area of damage on the posterior face of the ps post as well. Based on the tibial baseplate, the components were in-vivo approximately 2 years 4 months or less. Because a lot number for the insert cannot be determined, a review of the device history record cannot be performed. The device history record for the baseplate showed one part being scrapped during the machining operation, and is recorded on (B)(4). The affected piece did not contribute to this complaint. The root cause for the revision is a disengaged posterior stabilized (ps) insert. The ps insert was most probably levered out of the baseplate pulling past the attachment screw due to posterior impingement. This type of loading can occur during flexion motion where the post provides the primary support to the femur to prevent anterior subluxation. The following factors; repeated high loading in flexion or hyperextension, high activity level (heavy lifting or high impact), improper seating of the insert or attachment screw during primary surgery, and/or component positioning could have contributed to the failure.